Event description:
It was reported that during a diagnostic procedure the pt became nauseated during the first injection. The procedure was stopped within 30 minutes due to pt retching. An MRI study that was performed showed evidence of cerebral infract. The pt status is unk at the time of this report.